Event description:
A caller reported experiencing cgm error 42. The issue did not adversely impact the customer¿s blood glucose level. The customer received guidance from technical support on resetting the pump and successfully restarted their sensor session without further assistance.